Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they were rushed to the hospital on (B)(6) 2019 with a blood glucose of 19 mg/dl. The customer had suffered a fracture of his right leg and needed surgery on their tibula and fibula. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event, and the customer wanted to turn the feature on. The customer was assisted with activating auto mode during the call. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the incident date with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6), 2019.